Manufacturer narrative:
Additional: sections indicated in this follow up report have been updated according section d4: additional: the lot number is provided as 60177795. Section d4: additional: the unique identifier was provided as: (B)(4) section d4: additional: the pi expiration date is 04/01/2021 section h4. Additional: the manufacturing date is 04/01/2019. Section d10. Device available for evaluation? Yes. Returned to manufacturer on: 3/26/2020. Section h3. Device returned to manufacturer? Yes. Device evaluation: the patient interface was returned in original packaging confirming lot# 60177795. A visual inspection was performed, and no debris/loose particles/residue-smears or defects were observed. Functional and dimensional measurement were performed, and all results were found within specifications. The reported event cannot be confirmed. Manufacturing record review: per manufacturing records review report, no related non-conformity or deviations were issued during manufacturing the pi lot# 60177795. All devices met material, assembly and performance specifications at the time of product released. Conclusion: based on the investigation results, suction issue was confirmed, but there was no indication of any design or manufacturing issue. Hence, non-conformance report was opened to address pi issue and johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Lot number is unknown as it was not provided. Unique identifier is unknown as lot number was not provided. Expiration date is unknown as lot number was not provided. Manufacture date is unknown as lot number was not provided. (B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. A manufacturer record review related to the device including device history record will be performed. Upon completion of this review, if there is any further relevant information obtained that changes the facts and/or conclusion, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2020 and while laser was firing, there was a suction loss. The patient had a micro hole and the flap was not lifted. The procedure was aborted.